Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tub o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Plastic part where reservoir is placed is damaged or cracked. Location of the damage was ring where reservoir is placed. Self test completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.